Manufacturer narrative:
Additional information was received. Additional data: a2, a3, a6, b3, b5, and h6. The manufacturer internal reference number is: (B)(4).

Event description:
The device was delivered to the patient and was first used on (B)(6) 2025. The patient reported the issue on (B)(6) 2025 and was still using the device despite it being broken. The device was seated fully on the first visit. The device broke where the tab, the arm attaches to. The patient didn't suffer any harm/injury, and no medical intervention was required. The patient cleaned the device with soap and water.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the left side upper anchor broke.

Manufacturer narrative:
The device was returned. The investigation has been completed, and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found but, connector is broken off. Delamination - layers were intact and did not separate. Discoloration - the device was clear and slightly discolored. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).